Event description:
New information notes that there was a recurrence of far r-wave oversensing noted during an in-clinic visit on (B)(6) 2023. No intervention was reported. The patient was asymptomatic and stable throughout.

Event description:
It was reported that a patient presented remotely with inappropriate automatic mode switching (ams) as a result of far r-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were recommended, but no intervention was reported.